Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with lactate dehydrogenase (ldh) 3700 u/l with signs of kidney failure, liver failure, and right ventricular (rv) failure. The patient is having a 3d CT scan done to evaluate for thrombus and a ramp study. Vad parameters have been stable with no increase in power. Additional information reported that there was no further test performed. The patient is now on sustained low-efficiency dialysis (sled) for renal failure, liver enzymes remain elevated, ldh and creatine phosphokinase (cpk) trending down. The patient remains on IV inotropes for rv failure. No treatment rendered for elevated ldh; however, the patient remains on heparin (IV) intravenous drip and will transition to coumadin when medically stable with inr goal equal 2-3. A CT angiogram of the chest impression revealed dilated cardiomyopathy, status post lvad, with no inflow or outflow cannulae thrombus. Further post processing will be performed in attempt to better assess the lvad motor. Scattered atelectasis with near complete left lower lobe atelectasis. Opacity within the intervening left lower lobe bronchi raises suspicion for mucous plugging. A right atrial mean pressure (ramp) study preformed and speed decreased to 5000rpm and back up 5600rpm. All vad parameters changed as expected. The patient remains inpatient in the intensive care unit (ICU) and has since been extubated. The medical team reports that the patient will be continued to be weaned inotropes as tolerated and sled for renal failure. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the system functioning as intended. A direct correlation between the reported events (right heart failure, renal dysfunction, hepatic dysfunction, and hemolysis) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 07feb2020 at 10:49am through 20feb2020 at 03:30pm. Motor power ranged from 2.942-4.688 w and calculated average flow ranged from 3.3-5.7 lpm. The pump speed did not drop below the low speed limit for the duration of the file. The system controller periodic and lvad log files were also reviewed and no atypical events were captured. No abnormal trends in pump parameters were observed. The system appeared to be operating as intended. The center reported that the patient had ldh of 3700 u/l with signs of kidney failure, liver failure, and right ventricular failure. It was later reported that a CT angio chest showed dilated cardiomyopathy with no inflow or outflow cannulae thrombus. Thrombus was ruled out. Pump speed was decreased to 5000 rpm and increased back to 5600 rpm during a ramp study and all vad parameters changed as expected. No treatments were provided for the elevated ldh and ldh began trending down. The patient remained on a heparin drip, as well as IV inotropes (for right ventricular failure). The patient was in the ICU on sustained low efficiency dialysis (sled) for the renal failure. The patient was extubated and the plan was to continue to wean inotropes as tolerated. The patient would be transitioned to coumadin when medically stable with inr goal of 2-3. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU lists right heart failure, renal dysfunction, hepatic dysfunction, and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.